Event description:
It was reported to boston scientific corporation that a truetome 49 was used in the papilla major during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the handle was pulled to bend the device. While cutting, "the wire ruptured at the distal end." It was reported that the wire did not touch the duodenoscope and no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4).